Event description:
The initial reporter received a questionable elecsys tsh assay result from a patient sample tested on the cobas 6000 e601 module. The initial result from the module was 3,400 uiu/ml. The repeat result from another system was 4.240 uiu/ml. The initial result was not reported outside of the laboratory. The repeat measurement was due to an out-of-range qc.

Manufacturer narrative:
The elecsys tsh reagent lot number 878021. The field service engineer (fse) inspected the module and identified the sipper syringe unit as the root cause. He repaired this part and verified that the module is performing according to specifications. The investigation determined that a component failure in the sipper syringe unit caused the event. The investigation determined that the service actions resolved the issue.